Event description:
It was reported that the user experienced a faulty tna aiming arm/radiolucent. It was noticed that the horizontal rod that engages onto the insertion handle has slightly backed out, around 1cm in length. The scrub pushed it back into position using an instrument that is cushioned by a swab then aided with a mallet. The rod was back in place and the aiming arm engaged onto the insertion handle. There were no noticeable mistargeted screws on the proximal end of the nail. It was reported that this event occurred postoperatively.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of " 03.043.029, aiming arm/ radiolucent" can not reveal the reported condition. The evidence provided was not sufficient to confirm the reported event of loose and unable to assemble or disassemble. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the aiming arm/ radiolucent would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.